Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced a high blood glucose level of 427 mg/dl. They experienced no symptoms at the time of the event. They treated the high blood glucose with the insulin pump. It was stated that the reservoir was the cause of the incident. The insulin pump will not return for analysis.